Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the occurrence of error message sf75. Review of the device logs also revealed error messages (sf218 and sf195) related to software. Based on all available evidence and complaint investigations of a similar nature, the error messages were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) indicating a calibration issue with the pneumatic block software. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) indicating a calibration issue with the pneumatic block software. There was no patient injury reported as a result of this incident.